Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9cy3h, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgical stapling of renal vein; stapler did not fire properly. They requested the stapler and applied it to the renal vein. The artery had already been divided, so it was urgent to get the vein controlled and kidney on ice to reduce ischemia. They applied the stapler, closed the jaws until they 'locked', pressed the red safety, and then attempted to fire the stapler by depressing the grey trigger. The stapler engaged, but then apparently lost power before deploying the staples. The manual override did not work. They had to apply a vascular clamp to the inferior vena cava (ivc) and then opened the stapler. They cut the vein and then got the kidney on ice. There was no patient consequences reported.